Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system alarm. Customer's alarm history showed several other compromised force sensor system alarms. Customer's blood glucose was normal and did not require medical treatment. Customer declined to return the insulin pump for analysis.